Manufacturer narrative:
(B)(4). Date sent: 07/14/2025. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - is the current patient status known? - was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech45c, with lot/batch #m9c992, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, on final firing of stapler with green reload, the staple line showed malformed staples within inner row with staple legs not forming one on side. Consultant had to remove further lung tissue to rectify which extended the case by approximately 45 minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 9/30/2025 d4: batch # 320d33. Investigation summary the product was returned to ethicon endo-surgery for evaluation, in addition, photos and video were also provided. Visual inspection and functional testing were conducted on the returned device. The photos and videos provided in the first email contains one photo loaded; the photo shows a staple line on the tissue with several staple legs protruding from the tissue. The second email contained four photos loaded; the photos also show a staple line on the tissue with several staple legs protruding from the tissue. A video provided shows a surgical instrument handling the tissue. At the 0:07 mark, a device is introduced with a green reload loaded. At the 0:10 mark, tissue is placed on the jaws however it is until the 1:02 mark that the device is closed. At the 1:09 mark the device is fired at the 1:17 mark the device is open and several protruding staples legs could be observed on the staple line. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with six reloads present. Two gst45t reloads and four gst45g reloads were received. All reloads were received fully fired with no apparent damages. Additional, four vasecr35 reloads were received fully fired with no apparent damages. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 320d33, and no non-conformances were identified. Additional information was requested and the following was obtained: the surgeon is very experienced. A green reload was used with the firing. On final firing of stapler with green reload, staple line showed malformed staples within inner row with staple legs not forming one on side. Consultant had to remove further lung tissue to rectify which extended the case by approx 45 mins. Was any buttress? No any loud noises heard? No how many firings were used? Even occurred on the 5th firing clinical impact? Patient was stable but more healthy lung tissue was taken were other rows impacted? Just the 1 row did the surgeon oversew? No.

Manufacturer narrative:
(B)(4). Date sent: 08/28/2025. Corrected data/: h6. Medical device problem code. Additional information was requested, and the following was obtained: as reported, there was some intraoperative intervention required due to the incomplete staple line which led to the consultant having to remove further lung tissue, extending the procedure by 45 minutes also.

Manufacturer narrative:
(B)(4). Date sent: 08/29/2025.

Manufacturer narrative:
(B)(4) date sent: 07/28/2025 d4: batch #320d33. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with six gst45t reloads present. The reloads were received fully fired. Additional, four other vasecr35 reloads were received fully fired. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 320d33, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/27/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.